Event description:
Software issue in the meditech electronic medical record system blood bank module. Previously in blood bank bbk result entry, it was possible for edits to antigen or antibody identification test results not to file to the specimen results or bbk history. This occurred if the total length of the result string for the test exceeded 20 characters in the format "a=p, b=n, c=p..." Where a, b, and c were antigen mnemonics, and p and n represented positive and negative, respectively, or the format "x, y, z..." Where x, y and z were antibody mnemonics and if the edit being made did not cause the contents of the result field on the screen to change. Within bbk result entry, antigen and antibody results will be displayed alphabetically in a string format with in the agid or abid result field. Because of the way antigen and antibody results are handled, at a certain result length a "..." Is appended to the main agid or abid result field to indicate more results are present but will fit in the field. For example, a string of antigen would display as "a=p, b=p, bg=p..." While a string of antibodies would display as 'a, a1, ab, aca, add, a..." When new antigens or antibodies are added to these result strings after initial verification, the code will check to see if this result string has changed. If the new antigens or antibodies being entered do not cause the previously verified result display string to be altered -a=p, b=p, bg=p, c=p... - then those new antigens/antibodies will not be filed. If the new antigens or antibodies do cause the previously verified result display string to be altered then those new antigens/antibodies will be saved. The manufacturer did notify our facility that the issue has been corrected by (B)(6) and a request has been made to change the control once coding has been completed. Our facility reviewed all of the pt antibody files from (B)(6) 2012, when the manufacturer stated the issue appeared when an upgrade to our meditech system occurred. We found no errors and all antibody/antigen identifications are showing in the pt's history report. Moving forward until the meditech correction is in place, our facility will review/print pt history with all antibody and antigen identifications and attach the printout to the paper panel and file in the antibody panel binder in blood bank.